Event description:
During a hand assisted nephrectomy procedure, the upper seal was torn during initial placement. Tried to insuflate and were not able to maintain pneuma. Removed disc and used gel port. No pt consequence.